Manufacturer narrative:
The astral device and the power supply unit were returned to resmed and an evaluation was performed. The evaluation confirmed that the power supply unit (psu) was defective. The psu was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a defective power supply unit (psu). There was no patient injury reported as a result of this incident.